Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of detachment was confirmed. The returned catheter was found to be damaged and detached at the inner member and outer shaft. All components were returned and accounted for. The damage found resulted from user handling during removal. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. 150 pulses were delivered. During withdrawal, there was difficulty getting the catheter out of the sheath. With increased effort, the catheter tore off in the sheath and could only be removed with the sheath in two pieces. 15 cm of the catheter was detached and was successfully removed from the patient. A new sheath was then inserted, and the procedure was completed with a second ivl device of the same size. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.